Event description:
Boston scientific received information that the patient presented to the emergency room after receiving an inappropriate shock due to t-wave oversensing from decreased r wave amplitude when the patient was lying on their left side at the time of the shock. They were able to recreate the low r wave amplitude in the emergency room. It was noted that a port catheter was placed for unknown reason the day prior and the patient had lost approximately 20 pounds since implant. The cause of the low r wave amplitude was unable to be determined. At this time there is no plan for intervention as the patient is considered high risk for additional surgeries. The subcutaneous implantable cardioverter defibrillator (s-ICD) system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.